Event description:
A customer reported receiving a cartridge alarm. There was no reported impact on the customer¿s blood glucose level. The customer decided not to return the pump, and as a result, no physical assessment or corrective action was taken by the distributor or technical support.